Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se found the compressor circuit breaker was tripped and the intake filter was dirty. The se replaced the compressor solenoid and the compressor inlet filter and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the compressor on an 840 ventilator was not turning on when the ventilator is powered on. The ventilator was not in use on a patient at the time the event occurred.